Event description:
It was reported that after insertion of the iab, the pump experienced high pressure and helium leak alarms. Blood was noted in the helium tubing. The iab was removed and replaced without any complications. The pt expired later, but pt's death was not attributed to this occurrence.